Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the lead was found kinked between ring electrode and lead tip. The fixation helix was broken off and not returned for analysis which most likely occurred due to mechanical forces applied during the attempted implantation procedure. The available x-ray image showed the stretched and detached fixation helix in the myocardium. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was attempted but not implanted due to breakage of the lead. This event became reportable after product analysis and an updated information from (B)(6) 2024 indicating that the fixation helix remained inside the patients myocardium. Should additional information be received, this file will be updated.